Event description:
Allegedly removed during the revision of another competitor's component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. There was no complaint stated against this device. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.